Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 268mg/dl. Reportedly, the customer wears their pump against their skin. An infusion set site change was performed and the occlusion alarms continued. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the infusion set cannula. Tandem technical support advised the customer to prevent abrupt temperature changes to the pump. Reportedly, an infusion set site change was going to be performed.